Event description:
It was reported that after revision surgery, the patient had infection. Therefore, the surgeon removed all components from the patient.

Manufacturer narrative:
Additional devices listed in this report: cat # 6364-2-226, lot # g3579380, description: v40 fem head orthinox 26+4; cat # 0580-1-372, lot # g3311410, description: exeter v40 stem 37.5mm no 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device discarded.

Manufacturer narrative:
The patient is 174 centimeters in height. An event regarding infection involving a centrax duration 26mm x 52mm was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated the infectious complication has no correlation between any specific device property and infection. As such, the pi section root cause of failure is an adverse mix of patient-related and procedure-related factors as discussed. There are no device-related factors evident in this case section and the pi case as such is not device-related. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that after revision surgery, the patient had infection. Therefore, the surgeon removed all components from the patient.